Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using the pump, with instructions to call back if the issue recurred. The customer acknowledged and understood the guidance provided.